Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's left ventricle was not decompressing and the patient was experiencing shortness of breath. The patient went to the hospital with a beat rate set at fixed mode at 80 bpm. Inflow valve regurgitation was ruled out at this time. The patient was placed in auto mode and the pump slowed down to 50 bpm. The patient's system controller was switched to the back-up controller with no change. The patient was to be discharged as the surgeon felt there was no change. The patient was to be discharged as the surgeon felt there was no change in stroke volume at any rate. Waveforms were sent to the manufacturer for evaluation and were inconclusive to any motor issues. The stroke volumes on the waveforms were consistent with what was reported by the hospital.

Manufacturer narrative:
The patient remains on lvad support. No further information is available at this time.